Event description:
It was reported that while preparing for a da vinci si surgical procedure, the surgeon side console (ssc) would not power up. The site attempted to troubleshoot the issue by verifying proper power cord connection and confirming power from the wall's electrical outlet. With the assistance of an isi technical support engineer (tse), the site cycled power using the circuit breaker on the ssc and checked the fiber led to verify that it was off. The patient was under anesthesia for approximately 30 minutes, when the surgeon made the decision to abort the planned procedure. No patient harm was reported.

Manufacturer narrative:
This is an initial report. The customer has returned (B) (4). The meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings greater than 500 mg/dl. A "hi" display message indicates a reading greater than 500 mg/dl. Also, there is no indication on how the customer prepared the test site. An investigation is in process. A follow up report will be filed once the investigation results are available.

Manufacturer narrative:
This is a correction to the original report dated 4/08/2010. Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 721 mg/dl and 101 mg/dl. The results when plotted on a parkes error grid fell out of range showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event. Additional information was received from the adc representative in (B) (4) who stated that the correct readings are 72 mg/dl and 101 mg/dl. The results when plotted on a parkes error grid fell into the "a" zone showing the difference in values to be clinically insignificant. Therefore, this new information confirms that the original complaint did not meet reporting criteria.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor of 721 mg/dl and 101 mg/dl. The results when plotted on a parkes error grid fell out of range showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Evaluation results: the complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.

Event description:
Customer contacted beckman coulter inc. In regards to inconsistent ise results obtained by unicel dxc 800 pro chemistry analyzer. The samples were not repeated. The results were not reported out of the laboratory and patient treatment was not impacted.